Manufacturer narrative:
Patient information was refused to be provided by the site. The straight suction was returned to the manufacturer for analysis. Analysis found that the returned straight suction was not able to verify when attached to a known good tracker returning a divot error of 2.3mm to 2.7mm. The tip of the suction also had several nicks. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred preoperatively and caused no delay to the surgery. It was reported that the tip of the straight suction was deformed before the procedure started. The straight suction would have passed verification despite the damage. The instrument was not used and replaced with another straight suction. The surgery was completed with navigation and there was no impact on patient outcome.